Event description:
The user has no hearing sensation with the device. The user will be reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
As per additional information this event has been previously reported under the MFR report number: 9710014-2024-00276. Further information related to this event will be provided using the MFR report number: 9710014-2024-00276.

Event description:
The user has no hearing sensation with the device. The user will be reimplanted. As per additional information this case has been previously reported under the MFR report number: 9710014-2024-00276. Further information will be provided using the MFR report number: 9710014-2024-00276.